Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of (B)(4) units after filling the cartridge with insulin during the load process. Customer reloaded the cartridge and delivered a bolus; however, customer noted that the pump fill estimate was inaccurate. The cartridge was reloaded and the issue was resolved. There was no impact to the customer's blood glucose (bg) level due to the fill estimate issue. However, the customer reported an elevated bg level of 250 mg/dl, attributed to not delivering a bolus when they should have. The customer delivered a bolus to address bg level.